Event description:
Consumer stated, no insulin flow when priming. Stated, she primes two units only samples: yes cl _____________________________________________ from: product complaints <productcomplaints@bd.com> sent: thursday, june 27, 2024 1:57 pm to: product complaints <productcomplaints@embecta.com> subject: fw: bd nano pro needles ref: 320555 lot: 3192218. I¿m writing to say that I¿m really disappointed in this product . I¿m finding that a lot of the needles are duds meaning no fluid flow through the needles . I would like to see an improvement

Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to h6 (investigation type, investigation finding, investigation conclusion) investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.